Event description:
A hospital in (B)(6) reported that 5 mr290 autofeed humidification chambers were leaky. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: only one complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and it was visually inspected. Results: visual inspection revealed that there was a crack along the base, near and above the bracket. White residue was found on the chamber dome, and the base was found to be dented at 2 locations. A lot check revealed no other complaint of this type for lot number 111206. Conclusion: we have recently completed an investigations into the cracking of the mr290v chambers. Our investigation results indicate that the cracking observed on the chambers from the reported complaint was most likely caused by environmental stress cracking due to the chamber domes coming into contact with cleaning products, specifically products that are alcohol-based. Based on the inspection of the returned devices, the white residue indicates that the chamber dome came in contact with disinfectants containing ethanol, which contributed to the cracking of the chamber dome. It is possible that the dents at the base caused stress on the dome, which also contributed to the cracking of the dome. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to 8kpa (200cmh20) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production, possibly during transport or storage. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa.